Event description:
Healthcare report (B)(4) alleges the "pas-port device misfired, requiring further intervention and the pt to be placed on bypass. Diagnosis or reason for use; CABG".

Manufacturer narrative:
This user facility report was not received by cardica from the complainant. The report was uncovered in a routine review of medwatch maude database. Alleged malfunction cannot be confirmed. No device was returned to cardica, so investigation was limited to a review of the medwatch report and review of lot history record (no anomalies found) and review of similar complaints for lot #111227a. No conclusion can be drawn. The identity of the complainant is unk, making it impossible to gather add'l info for any response.